Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage and keypad anomaly. Customer's blood glucose at time of incident was 46 mg/dl. Customer stated that there is crack on reservoir compartment, threading and keep scrolling. Customer stated she have to keep pressing on button to stop. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. Customer stated she had low blood glucose of 46 mg/dl was treated with sugar. Customer stated that she went to the hospital on the 25th and her blood glucose was 22 mg/dl. Customer was admitted to hospital for low blood glucose. The customer stated that when she woke up the emergency medical service was on bed.

Manufacturer narrative:
The insulin pump was received with intermittent button response during testing due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump had minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube window, broken reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.